Event description:
Procedure type: bariatric procedure. According to the reporter: the tip of the device broke during the procedure. The procedure had to be stopped to find the tip and replace the product. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).